Manufacturer narrative:
Exemption number: e2014018. If new information becomes available a follow up report will be submitted.

Event description:
It was reported the upper disk disengaged intraoperatively. It was reported that during a neurosurgical procedure the upper disk of the craniofix clamp disengaged from the pin after the pin was cut using a craniofix pin cutter. The upper disk was unable to hold onto the pin after the pin was cut. The surgery was completed with a replacement clamp. No other information has been provided. Additional information has been requested, however, not yet received.